Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the caller was provided instructions on returning the malfunctioning unit. The customer agreed to continue using the current pump as a backup therapy and confirmed the shipping address for the replacement pump delivery.